Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 490cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. In (B)(6) 2018 the patient was given medrol and the breast was treated with manual massage for what was described as mild capsular contracture according the physician¿s notes. In (B)(6) 2018 the capsular contracture was stated to have gotten worse according to the physician¿s notes. During this visit the patient was again given medrol and manual massage. The manual massage was stated to have relaxed the condition. On (B)(6) 2020 the patient was diagnosed with baker grade iii capsular contracture. The breast was described to be hardened. As a result, an explant or possible right capsulectomy is scheduled for (B)(6) 2020.